Event description:
The manufacturer received information alleging that the trilogy ev300 device needed servicing due to the field change order. There was no allegation of patient harm. The device was not in patient use. A field service engineer (fse) was dispatched to evaluate the device. The unit's pilot reading was found to be outside of acceptable limits during the active exhalation portion of the system setup pre-test. In addition, follow-up repair was refused by the customer. The manufacturer's investigation is ongoing. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.